Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for a decrease in sensing and a drop in pacing impedance measurements from 400 to 140 ohms. Later oversensing of noise was also observed on the rv channel. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.